Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer turned on and had burnt smell. Customer stated that the battery cap was neither damaged nor corroded. Customer also stated that battery compartment was not damage nor corroded and leakage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.